Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the pre-delivery operation check performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had a compressor malfunction. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d1, d9, g3, g6, h2, h3, h4, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions, component code), h10. Additional info: e1 (event site state: 13, event site postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) device had "compressor malfunction". A getinge field service engineer (fse) observed that the compressor test results were not compliant during pre-delivery operation check. Confirm that it is not specified. Replaced scroll compressor and muffler <100 micron. After replacement, we checked the operation and conducted a test run, and the results were good. Device was returned to customer for clinical use. Patient not involved, there were no adverse consequences to the patient noted.

Event description:
N/a.